Event description:
Device issue: dislodged stent. Time of device issue: during procedure. Adverse event: medical intervention. It was reported that during advancement of the promus stent system, the balance middleweight guide wire broke. The cause of the break is unk. The stent system and guide wire were removed from the anatomy; however, once outside of the anatomy, it was found that the stent had dislodged. A second unspecified guide wire was advanced and a second promus stent was deployed to compress the dislodged stent against the vessel wall. There was no adverse pt sequela. Though requested, no add'l info has been provided. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant info. The balance middleweight guide wire referenced is being filed under a separate medwatch report.